Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is loss of osseointegration. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7060-90, lot# 493445, mfd. 06/18/15, exp. 2020-06-18, (B)(4); 2nd (second): ifuse implant, p/n 7045-90, lot# 493752, mfd. 09/22/16, exp. 2021-09-22, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient initially had si joint pain relief before reporting a recurrence of si joint pain symptoms. The surgeon determined lucency around the two most cranial positioned implants. In (B)(6) 2018, the surgeon performed a revision surgery where he removed both implants using chisels and installed two new implants of the same type in new positions. The status of the patient following the revision procedure is not known.